Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer's blood glucose was unknown. The customer was advised the pump will be replaced.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.